Event description:
It was reported that during insertion, the guide wire bent when attempting to advance it from the guide wire advancer. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).